Manufacturer narrative:
The laser system was evaluated on 08/07/2017 and found to be operating in-specification. Use-error and excessive energy is suspected.

Event description:
On (B)(6) 2017 the (B)(6) laser and med spa in (B)(6) reported that patient who received 2nd laser hair removal treatment had responded with burns and blisters on treated area.